Manufacturer narrative:
The product was not returned for evaluation. The user reported that the cannula had pulled out of the infusion site. A dislodged cannula could interrupt insulin delivery and may lead to hyperglycemia and hospital visit. No product lot number was reported therefore no lot release records were reviewed. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Using the pod 5 / pages 43-44: warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose (bg) reached between 22, 25 to 27 mmol/l (396, 450 to 486 mg/dl) so she gave a manual injection and blood glucose lowered to 14 mmol/l (252 mg/dl). She felt shaky and was throwing up so she made herself some tea to help with the nausea. Upon inspection, she noticed that the cannula was not in the skin. She called her doctor who advised her to go to the hospital. Upon arrival, they did some blood work, checked her blood pressure, which was normal, and gave her anti-nausea medication (zofran 2 mg). The doctor advised her to treat her bg with manual injections for the rest of the day. The pod was worn between 24 and 36 hours.